Manufacturer narrative:
No device analysis results are available because the device was not returned. A review of the DHR was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue.

Manufacturer narrative:
Manufacturer's investigation conclusion: one cardiomems patient electronic system was received for evaluation. The reported event of sparking and frayed wires was not confirmed. External and internal visual inspections of the unit revealed no discrepancies nor any physical damage to the unit. Unit power supply did not have frayed wires, but unit was plugged in and did not power on with returned power supply. A known working test power supply was used to power on the unit successfully.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
The unit power supply sparked. The wires at the end where the cord plugs into the unit were frayed. The cause of the event was not determined. The unit was replaced.